Event description:
The customer reported via phone call that they had an absence of no delivery alarms. The customer stated they were not receiving insulin from the insulin pump. It was also found the customer would receive low alerts when their blood glucose was not low. The customer stated their blood glucose was 107 mg/dl, but the sensor alarmed that they were below 70 mg/dl. Customer stated they have reverted to manual injections to treat their blood glucose. The customer declined to troubleshoot for their issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.